Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and down button dome switch with no crease. There was no unlocked lcd keypad connector on the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are hard to press. Customer went to their doctor and was advised the buttons should not be this hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.